Manufacturer narrative:
Both leads implanted were from the same lot.

Event description:
Following a trial implant procedure for the evoke spinal cord stimulation (scs) system, the patient reported pain in their left lower limb. The leads were removed, and a magnetic resonance imaging (MRI) scan was performed. No anomalies were detected in the MRI scan and the patient was subsequently hospitalized. Three (3) days later, the patient reported their symptom had resolved, and the patient was discharged.